Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her breasts. Patients described the irritation as open, bleeding wounds. Patient stated the electrodes flip over causing irritations on her skin also and rub against the skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed medication. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.